Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the power cable was stuck. The fse resolved the issue by twisting and releasing the cable to allow it to move in. Three (3) good faith efforts (gfe) attempts were made to obtain additional information that is if the unit was cleared for clinical use. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. This report is being submitted as the result of a retrospective review conducted in CAPA 584165. Full event site name: (B)(6). Full event site address: (B)(6).

Event description:
It was reported that prior to use on a patient, the power cord was stuck inside the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.